Event description:
While engaging the safety needle of a lovenox 40mg syringe after administering the medication, the spring malfunctioned and shot the needle out, launching it into the nurse's stomach area. Dose: 40 mg. Route: sq. Date of use: 2008. Diagnosis: anticoagulation.